Event description:
It was reported the hp052 was used during an unknown procedure. It was reported by the rep that luke handpiece was broken, the device emmits a high pitched sound. Opened another device to complete the case. There was no consequence to pt.